Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for service. During evaluation, the ventilator failed the proximal pressure test. No harm or injury was reported. The sensor board required replacement to address the issue; however, no repairs were performed because the device was scrapped.